Manufacturer narrative:
Product event summary: the mapping catheter 990063-015 with lot number 218503484 was returned and analyzed. Visual inspection showed the loop was damaged due to a kink proximal to the loop and the introducer was removed. The compatibility assessment was unable to be conducted as it could not be re-inserted through the introducer and test balloon catheter due to the curvature of the mapping catheter distal loop. The overlap joint diameter 0.0415" is within tolerance (maximum diameter 0.043"). In conclusion, the mapping catheter failed the returned product inspection due to a kink proximal to the loop. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.